Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a right ventricular (rv) lead perforation. The lead was unable to sense or capture. The lead was repo sitioned and remains in use. No patient further complications have been reported as a result of this event.